Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties and a stent dislodgement occurred. The 90% stenosed lesion was located in a non-calcified and moderately tortuous left anterior descending artery. A 2.5x24mm taxus liberte' drug eluting stent was deployed in the first diagonal. A 2.75x20mm taxus liberte' drug eluting stent was dislodged from the delivery system. A gooseneck cnare was used to retrieve the dislodged stent. The procedure was completed with a 2.75x23mm non bsc stent. No further pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.